Event description:
It was reported that the emergency ventilator generated an audible and visible alarm and the breathing pressure increased up to the limit of the safety valve. The lung of the pt got a rip.